Event description:
It was reported that during femoral sheathless insertion, they were unable to remove the guidewire from the iab. As a result, the assembly was exchanged. There were no reported pt complications.